Event description:
In 2009, the lay-user/pt contacted lifescan alleging a button issue with a one touch penlet plus lancing device. The pt tests her blood glucose 6 times a day. She tests before and after meals. She manages her diabetes with 70/30 insulin, taken twice a day. The pt skips or takes lower doses of insulin if her blood glucose levels are relatively low. The pt claimed that the "release button" of her lancing device was broken and stuck. As a result of the button issue, the pt claimed that the lancets "would not go down" and, therefore, she was unable to use the lancing device for about a month. During the time of concern, the pt mentioned that she was able to borrow her neighbor's lancing device on a few occasions and was able to test her blood glucose. However, the pt stated that she was only able to test "sporadically". On unspecified dates/times after the lancing device broke, the pt claimed that she suffered high and low blood glucose episodes. She reported symptoms of shakiness, a dry throat, feeling like her head was going to explode, and thinking that she was going to die. In one instance on event date, where she felt low, the pt administered self-treatment by eating something. The pt mentioned that she feels as though she could have prevented the high and low episodes if she had been able to use the reported lancing device and test her blood glucose. The lancing device was replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.